Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to complete patient registration. It was the registration did not match the trace pattern. It was noted that there was no metal interference in the field of navigation. There was a reported delay to the procedure of fifteen minutes due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. No additional information was provided.